Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar configuration due to out-of-range pace impedance measurements greater than 3,000 ohms. There was no capture at 7.5v in bipolar configuration. Unipolar sense noise was covered by decreasing rv sensitivity; threshold was 0.6v and unipolar impedance measurements were in the 450-ohm range. Technical services (ts) discussed potential lead fracture. The health care professional (hcp) noted that the patient had good conduction and they may end up programming aai, if needed. It was noted that the patient was not pacer dependent. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar configuration due to out-of-range pace impedance measurements greater than 3,000 ohms. There was no capture at 7.5v in bipolar configuration. Unipolar sense noise was covered by decreasing rv sensitivity; threshold was 0.6v and unipolar impedance measurements were in the 450-ohm range. Technical services (ts) discussed potential lead fracture. The health care professional (hcp) noted that the patient had good conduction and they may end up programming aai, if needed. It was noted that the patient was not pacer dependent. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar configuration due to out-of-range pace impedance measurements greater than 3,000 ohms. There was no capture at 7.5v in bipolar configuration. Unipolar sense noise was covered by decreasing rv sensitivity; threshold was 0.6v and unipolar impedance measurements were in the 450-ohm range. Technical services (ts) discussed potential lead fracture. The health care professional (hcp) noted that the patient had good conduction and they may end up programming aai, if needed. It was noted that the patient was not pacer dependent. This pacemaker and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that the right ventricular (rv) lead was explanted and not replaced. Additionally the pacemaker remained in service, and the rv port was plugged. During the procedure, right atrial (ra) lead damage was identified. As a result, the ra lead was also explanted, and a new ra lead was successfully implanted. The pacemaker was then programmed to aai, and technical services (ts) was asked to review programming/troubleshooting options. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.